Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may be taken at a later date to explant the scs system.

Manufacturer narrative:
It was reported to abbott, a patient was no longer able to communicate with their ipg. The clinical specialist (cs)met with the patient in september 2022 to put their system into MRI mode. The patient had an MRI at that time. The cs was told that in october the patient had an emergency colonoscopy but did not turn on surgery mode. On 15nov2022, the css¿ cp no longer had a pairing bond. The cs confirmed that while with the patient cca194.1 never displayed the green unlock indicating a bondable state. It is not known if patient had exited MRI mode after the MRI and before the surgery. The scs system was explanted per the patients¿ request. There were no complications. The results of the investigation are inconclusive since neither the device nor logs were returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating the system was explanted.

Manufacturer narrative:
Correction: section h7 - remedial action initiated - recall added. Correction: h1 - type of reportable event should have been serious injury rather than malfunction. The fsca number is included in this report. The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. The ipg was explanted. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode.